Manufacturer narrative:
Additional information: through follow-up with the treating retinal specialist, it was learned that the patient was diagnosed with endophthalmitis in the right eye (od), six days post-operative from cataract extraction (ce) od. The retinal specialist performed a tap/inject with vancomycin 1mg/0.1ml and ceftazadime 2.25mg/0.1ml od on (B)(6) 2022, which was the day the patient was referred. The patient had pars plana vitrectomy (ppv) with vancomycin/ceftazidime again od the next day on (B)(6) 2022. There are no planned interventions. The patient's post-operative visual acuity is 20/100 uncorrected. The patient has not been refracted yet for best corrected vision. The endophthalmitis has resolved and the patient is much improved. No further information was provided. The following section has been updated accordingly: section h6: health effect - clinical code: code 4466 "eye infections" is no longer applicable and 1835 was added to capture endophthalmitis. Code 4625 (which was captured in the initial MDR) is also capturing vitrectomy. Multiple attempts have been made to the implanting surgeon to obtain additional information regarding the event and device; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as lens the lens remains implanted. The device was not returned for evaluation as it remains implanted, and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to the treating doctors to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient cannot see out of the right eye (od) after having the intraocular lens (iol) implanted on (B)(6) 2022. The patient reported that after the cataract surgery the vision was clear od and the eye was ¿perfect.¿ suddenly on (B)(6) 2022, the patient was unable to see at all, including loss of peripheral vision. The patient could see gray uneven spots which were described as looking like a map and when the head turns the spots spin. The patient returned to the doctor on (B)(6) 2022 and the doctor was very concerned, informing the patient that there was a ¿really bad infection¿ od and referred the patient to the retinal specialist. The retinal specialist performed surgery on the patient on either on (B)(6) 2022, on (B)(6) 2022 or on (B)(6) 2022 (the patient could not provide the exact date), and ¿removed all the fluid¿ from the eye due to the infection, which the surgeon noted was probably causing the patient not to see. The surgeon informed the patient that there was a "50-50 chance" of regaining the vision in the right eye. The patient returned the following day, but was still unable to see. The patient stated that currently the vision has improved a little and there is ¿partial vision¿ but still very blurry. The patient reported that some of the peripheral vision in the eye has returned. The patient¿s eye is also irritated. The patient takes eye drops every hour (unable to provide the name or dosage) and another eye drop every four hours (unable to provide name and dosage). The patient visited the doctor on (B)(6) 2023 and was told that things were improving. The patient will see the doctor again for follow-up on (B)(6) 2023. There are no planned interventions. No further information was provided.